Event description:
Report received from USA stating "overheating." The device was not being used in surgery. The device was not being used in surgery. The event occurred prior to pt use. No injuries were reported. There was no additional info provided.

Manufacturer narrative:
The device was received by anspach. If additional info is received, a supplemental report will be sent.